Manufacturer narrative:
Reported event: customer reported that the inline offset impactor did would not fit into hip ee properly. Device evaluation and results: device evaluation was not performed and the variable hip end effector event was not confirmed. Device history review: review of the device history records indicates (B)(4) devices were manufactured and inspected on 07-01-2012. The (B)(4) devices were dispositioned according to npr 12-07-0005. This npr accepted the (B)(4) devices "as is" for the 11.500 +/- 0.030 diameter per a dimensional analysis done to determine the worst case scenario for the max tolerance of the reamers ad impaction shafts. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19030212, RMA #: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the inline offset impactor would not fit into the hip end effector properly. There was a minimal case delay of 3 minutes to switch to manual impaction. The outcome of the case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the inline offset impactor would not fit into the hip end effector properly. There was a minimal case delay of 3 minutes to switch to manual impaction. The outcome of the case was successful and there was no harm to the patient.